Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Analysis was unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched lcd window, cracked lcd window, broken belt clip slot, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that insulin pump had moisture damage. Customer's blood glucose was 154 mg/dl at time of incident. Customer stated that they were unsure if the insulin pump was still functional. Customer stated that moisture damage happened during swimming in pool. Customer advised to discontinue use of pump and revert to backup plan as per hcp's instructions. Insulin pump will be return for analysis.